Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be damaged; peeling was observed at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and faded display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the keypad buttons were hard to press and required multiple presses to elicit a response. The patient stated that the keypad was peeling up from the bottom of the pump. The tactile changes occurred prior to the damage to the keypad. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.